Event description:
Per complaint (B)(4), after clinical procedure,patient experienced failure of implant to osseointegrate.

Manufacturer narrative:
Follow-up submitted to report device evaluation. Updated date of report for report submission date and relevant tests/laboratory data to report device evaluation results. Updated concomitant medical products for device return date, MFR site, report source for follow-up report submitter, date rec¿d by MFR for awareness date and for report type and follow-up number. Updated if follow-up, what type for follow-up type, device evaluated by MFR for device evaluation status result and conclusion codes.